Event description:
During right percutaneous nephrostomy tube (pcn) placement by ir (interventional radiologist) fellow, an .018 wire that came with cook medical neff percutaneous access kit with nitinol wire sheared while doing wire exchange.